Event description:
It was reported that the 9800 system had noise from the tube and a charger failure error displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The stator noise from the tube was found to be normal. The charger failure error could not be duplicated during the service call. The system was tested and found to be working as intended and put back into service.